Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury

Event description:
On (B)(6) 2013, it was reported that high impedance was seen upon interrogation of this patient¿s vns device. Device settings were reportedly turned down, and there did not appear to be anything unusual with the patient. There was no trauma anyone is aware of. The patient had only had 2-3 small brief seizures since last seen (3-4 months ago), and this was great for him. The patient was referred for surgery. Attempts for additional information yielded settings and diagnostic results from (B)(6) and the high impedance result from (B)(6) 2013. Surgery is likely but has not taken place.